Event description:
The customer reported to olympus that the camera head did not work upon setting up the device prior to an unknown procedure. There was no picture and the screen was blank.there were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was not confirmed, however unit failed leak test due to damage connector seal. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal :when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Based on the results of the investigation, the failure identified is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.